Event description:
It was reported that this pacemaker was suspected of infection nearly within one month of implant. Oozing was noted from the device pocket, and this patient was admitted to the hospital for monitoring. This pacemaker remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of infection nearly within one month of implant. Oozing was noted from the device pocket, and this patient was admitted to the hospital for monitoring. This pacemaker remains in-service at this time. No additional adverse patient effects were reported. Additional information was received. It was reported that the patient passed away the following month, due to the wound infection. Cultures had been performed and confirmed s. Aureus, s. Epidermidis and s. Capitis. It was noted the patient had other co-morbidities, including aortic stenosis, congestive cardiac failure, and hypothyroidism.